Event description:
It was reported that the patient stated that he had a radical retropubic prostatectomy (rrp) for prostate cancer in 2004, therefore, a sling was implanted. The patient is now experiencing recurring incontinence and is currently using 10-12 pads per day. The patient discussed with his urologist and a procedure was scheduled to implant an artificial urinary sphincter (aus) in (B)(6) 2020.